Event description:
It was reported that a user experienced a rapid rise in blood glucose to a highest reading of 401 mg/dl on a g7 cgm, confirmed by fingerstick within 2 points, after overtreating a preceding low with approximately 70 grams of carbohydrates while using a teflon infusion set in the abdomen and the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of hypoglycemia, with no specific device component implicated. System data indicated ongoing basal delivery and automated corrections without supply issues, and the user¿s adjusted cgm target facilitated return toward range before subsequent rises. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.